Event description:
It was reported that pump displayed malfunction alert code 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to put pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.